Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 47 mg/dl back to back with a result of 386 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that she self-treated with orange juice and soup after obtaining the readings. No other actions were reported taken nor treatment received. No adverse event reported. A request was made for the return of the affected product.